Manufacturer narrative:
On 5/25/2020, a manufacturing record evaluation was performed for the finished device 9357046 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/8/2020, it was discovered by mentor that the affected products were mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(6), lot number 9357046 on the left side and mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(6), lot number 9357046-010 on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: in follow up report #5, the correction report had a mistake. It stated ¿the following was incorrectly reported to the FDA in follow-up report #1 ¿it was reported to mentor that the left implant was mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(6), lot number 6925976 and the right implant was mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(6), lot number 7706383. PMA number was p030053. The devices mentioned in the above paragraph are not the complaint devices. Those devices are replacements that were implanted into patient on (B)(6) 2019.¿ follow-up report #5 was supposed to amend information submitted in follow up report #3 ¿on (B)(6) 2020, it was discovered by mentor that the affected products were mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(6), lot number 9357046 on the left side and mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(6), lot number 9357046-010 on the right side.¿ the devices reported in follow-up #3 are not the complaint devices. They are the replacement devices patient had implanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4). The following information reported in follow-up report #3 is incorrect: "on (B)(6) 2020, it was discovered by mentor that the affected products were mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(6), lot number 9357046 on the left side and mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(6), lot number 9357046-010 on the right side.¿ the devices mentioned in the above paragraph are not the complaint devices. Those devices are replacements that were implanted into patient on (B)(6) 2019.

Manufacturer narrative:
On 25-dec-2021, mentor became aware of the following: the suspect medical device is an unspecified mentor gel breast prosthesis. The patient underwent a breast augmentation revision procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Corrections: - the following was incorrectly reported to the FDA in follow-up report #1 ¿it was reported to mentor that the left implant was mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(6) lot number 6925976 and the right implant was mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(6) lot number 7706383. PMA number was p030053.¿ the devices mentioned in the above paragraph are not the complaint devices. Those devices are replacements that were implanted into patient on (B)(6) 2019. - additionally, mentor is unaware of the catalog number or type of device implanted in patient. Catalog number has been updated to unknown mentor. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable. - an explant date of (B)(6) 2019 was previously reported. This is the date that patient underwent replacement surgery. The implantation date for the suspect medical device is currently unknown manufacturer¿s reference number: (B)(4) - d1 brand name: unknown mentor implant - d4 catalog: unknown_mentor - d4 lot number: unknown - d4 serial number: unknown - d6b explantation month, day, and year: unknown

Manufacturer narrative:
On 12/13/2019, it was reported to mentor that the left implant was mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(4), lot number 6925976 and the right implant was mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(4), lot number 7706383. PMA number was p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the left side. Manufacturer reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a gel mentor breast implant of unknown type and suffered from breast implants infection. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 550cc on (B)(6) 2019. The side is unknown.